Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back repeating not found issue when trying to use communicator. Patient said they'd called previously and was told how to reset communicator, but almost every other time they have tried to enter the mystim app in the last week, they'd had to reset as they keep getting not found message. Patient confirmed they would reset by pressing and holding power button until the lights turned off. During the call patient tried to connect but was seeing not found communicator, even after pressing retry. Patient said only the green light was on the communicator. Agent sent replacement communicator request to repair. Additional information was received from the patient. Patient mentioned that they have degenerative disc disease, crps and intercranial hypertension, between heat, storms and stepping wrong, their pain increased. Patient also mentioned that the communicator malfunctioned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. It was reported that the communicator was not responding, patient stated that it had been doing it for 4 days and that it said it wasn't acknowledging the stimulator. Patient mentioned that their son took it out of the case and separated the back of the communicator and handset, powered it off and put it back together and it started working again. Patient then stated that halfway through the day the settings quit working and they would be sitting there and all of a sudden the stimulation would go real high. Patient mentioned they were trying to adjust the stimulation for the pain, agent asked for event date and patient mentioned they have chronic crps in their leg. Patient noted that they have chronic crps in their leg and when that stops, it immediately hits them and for some reason their leg without the stimulation goes like someone is rebreaking their leg all over again. Patient also mentioned that last night when they were in bed the stimulation went up to almost 7 and their leg was popping in the air on its own. Patient said that they had to hurry up and grab it and turn the stimulation down and they didn't even adjust it to that. Agent instructed patient to connect to their therapy settings and patient was on group e. Patient decreased stimulation to 0, patient then increased stimulation and handset showed communication in progress. Patient attempted to increase stimulation again, handset showed no device response then patient was able to adjust stimulation to a comfortable level and can feel the stimulation in their back. Patient commented they can charge their implant. Agent asked and patient mentioned they fainted the other day. Patient mentioned they fell on their back and noticed this issue after their fall. The issue was not resolved through troubleshooting. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. The patient called back stating that they spoke with the manufacturer representative (rep) who helped set the device up and did the programming yesterday after they spoke with patient services (pss) about the issue. Pt stated that they also spoke with the nurse practitioner since their healthcare provider (hcp) was not in. Pt stated that their handset kept freezing up and wasn't communicating with the communicator. Pt stated that they reset the device last night, however the handset would say connecting and circle around and around for like 5-10 minutes, but ultimately the handset would say that it could not communicate with the communicator. Agent connected the patient to hcit for further assistance. Hcit agent transferred patient back to patient services describing patient reported seeing unable to find communicator or sometimes communicator out of range. Hcit agent said handset "freezing" was actually the therapy application asking them to go back into the therapy application and the handset seemed like it was functioning properly. Patient confirmed they had no issues connecting to their implant until last week and stated the rep had had reset the communicator twice and hcit had had them reset it again and "it will work fine like it's supposed to and then all of a sudden it's back to doing that again." Agent asked for clarification on "doing that" and patient stated the first couple of times it was a not found communicator message and then the screen freezes up and they either have to power off the phone or the communicator and then it will work fine for a couple of days and then it does it again. Patient's son was present and phone was put on speaker for the remainder of the call. Agent had caller close all apps, reset the communicator, and unpair the communicator. Agent walked caller through re-pairing the communicator to patient's implant and caller confirmed they were connected through mystimrc app with the implant showing 50% and communicator 100%. Caller confirmed through about menu that communicator the serial number was accurate. Agent had caller close all apps and caller then connected without issue. Agent reviewed information including closing apps between use and advised patient to monitor and call back if issue persists.

Manufacturer narrative:
Section h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.